Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lower lead 'has not worked for a while'. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.